Event description:
It was reported while using bd totalys slideprep there was possible mis-association of 7 patient samples. The cells on the slides for 7 specimens did not match the type of specimen collection source for those patients. The samples were retested from the original specimen container and the samples ran as expected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The complaint alleges the slideprep instrument (catalog number 491346 and serial number (B)(6) had mis-matched slides. Customer reported multiple specimens were switched, and the instrument was running on barcode read. The cells on the slides for 7 specimens did not match the specimen collection source for those patients. Customer reran the slides, and they didn¿t match again. They reran specimens from the original collection container and those slides matched. No erroneous results were reported to patients. Service observed slideprep processing steps and workflow with operator; unable to pinpoint anything specific that could have caused mismatched slides. The instrument is performing as expected; the instrument was turned back over to the customer for normal use. This complaint is not a confirmed failure of the instrument, and the root cause cannot be determined by the information provided. Review of device history record for this instrument revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor trends associated with the failure mode described in this complaint.

Manufacturer narrative:
D.4. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd totals slideprep there was possible mis-association of 7 patient samples. The cells on the slides for 7 specimens did not match the type of specimen collection source for those patients. The samples were retested from the original specimen container and the samples ran as expected. No adverse impact was reported regarding the patient or user.